Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument. The pogo pins did not stick and were not contaminated. Failure analysis also found the following: the instrument's pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the clevis. The instruments distal pulley had scratch marks and abrasions. There were scratches on the surface of the distal pulley. The instruments main tube had scratch marks and abrasions. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The instrument's bipolar pins were bent. The bottom pin is bent towards the top pin showing some scratches on the pins. Failure analysis concluded that the damage was likely due to mishadling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci radical cystectomy surgical procedure, it was noted that maryland bipolar forceps instrument was not able to be recognized by the system. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.